Event description:
Consumer alleges the controller to her heating pad sparked and emitted smoke. The controller is partially melted. No injuries or property damages were reported with this incident.

Manufacturer narrative:
A prepaid label to the consumer for return of the product. Consumer has not returned the product.